Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that emeraldc30 unfolder cartridge tip has a burr on top or was observed damage. Patient outcome is unknown. Product is expected to return. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the sample was received. The cartridge was observed under microscope and a small amount of what appear to be lubricant was observed in the loading zone and in the cartridge tube. The cartridge was observed with a dent (deformed) in the cartridge tip. This condition appears to be caused by the handpiece pushrod when the cartridge was in the loading process. No damages in the body were observed. The complaint was verified however it could be related to the handling process. A product quality deficiency could not be identified. Manufacturing record review: the manufacturing record evaluation could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) sections provide the customer with information on proper device usage and no update is required. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.